Event description:
Clot in graft proximal to anastomosis [graft thrombosis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales rep regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2013, legoo (endovascular occlusion gel) was injected in an unspecified vessel during a femoral tibial bypass surgery, for vascular occlusion. It was reported that the pt had a clot formed in graft proximal to anastomosis. The clot formed about 30 minutes after using legoo. The company assessed the event of clot in graft proximal to anastomosis as medically significant. It was further reported that the surgeon was able to fix the clot and the surgery proceeded without any further issues. The same day, the pt recovered from the event. Concomitant medications were not provided. The intensity for the event of clot in graft proximal to anastomosis was not provided. The reporting physician did not provide the relationship between legoo and the event of clot in graft proximal to anastomosis.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of legoo is not affected by this report.